Manufacturer narrative:
Exact device type used in reported events is unknown; therefore, no product will be returned for evaluation.

Event description:
It was reported that out of 29 cases in which the customer has used gaymar temp therapy, 6 patients have allegedly experienced skin breakdown.